Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead dislodgement and loss of capture. New lead was replaced. No additional adverse patient effects were reported.